Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The physician was not able to locate the lumbar catheter on x-ray after placement and removal of the stylet. It was very difficult to spot even with the stylet still in place. The physician performed functional tests after the shunt and catheter were placed and everything worked to the physician's satisfaction. The surgical case was delayed by 20 minutes as the physician spent a lot of time looking at the x-ray trying to confirm the placement of the lumbar catheter. There was no patient injury reported.